Event description:
A report was received that the physician experienced a strikethrough with blood during a hand assisted laparoscopic procedure involving hepatoectomy with cholecystectomy. The procedure took place 7:30 and to 3:30 pm. There was strikethrough with blood from the elbow to the fingertip. The surgeon had also a 6x6" patch of the blood in the hip area. The rest of the gown was intact and the surgeon's skin was also intact. A lot of drainage fluid was used during the procedure. The doctor had previously been sized and fitted correctly. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as pir 52800na.

Manufacturer narrative:
The product involved in the incident will not be returned for evaluation. Digital photos were sent. The device history record was reviewed and product met specifications. Circumstances to consider that may have contributed to the incident include. The procedure lasted 6 hours, and there was a lot of drainage fluid used during the procedure (based on the user facility's input). The cuff/gown/glove interface was wrapped with ioban film to help stop glove roll down when working in a small tight area. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for add'l investigations.